Event description:
Customer stated "she got the pad and said the pad was defective but she didn't want to spend her money to send it back so she kept using the pad. She said the pad won't shut off and it burnt her back." IFU states "carefully examine before each use. Discard unit if it shows signs of deterioration." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector did not find any type of defect with the customers product. The pad was tested on three separate occasions by quality control, and on all three occasions the pad was heating and shutting off properly, with no signs of burns on the product. Customer did not seek out medical attention. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.